Event description:
A customer reported that the inserter needle of the freestyle libre sensor was bent and therefore was unable to apply the sensor. As a result, customer could not obtain glucose scans via sensor and experienced a loss of consciousness. The customer had contact with a healthcare provider and received unspecified treatment. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.